Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The rse confirmed that the speaker must be replaced. However, the customer declined further support. The resolution for this issue is unknown. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting institution phone # (B)(6). E1 reporter phone# (B)(6). A philips remote service engineer (rse) spoke with the customer. The rse verified that the speaker must be replaced. The system is out of use until the spare part is installed. The material only shipment is pending entitlement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device getting error message speaker error and no sound is emitted. It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.